Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched causing the inner insulation to tear out of the connectors and the inner tubing to buckled. There was noted damage to the helix/lobe (distortion/bent), deformation of the inner coil which would contribute to extension problems.

Event description:
It was reported during the implant procedure that the lead was not used due to sensing difficulty and a non-retracting helix. The lead was not implanted. No patient complications have been reported as a result of this event.